Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display. The patient's blood glucose at the time of incident was 400 mg/dl, which the customer was treating with their back-up plan. Troubleshooting was initiated for the blank display. The customer mentioned that the device did not have physical damage but there were two cracks on each side of the battery cap. The battery cap contacts were not damaged or missing, and the battery compartment and spring looked fine. No products were returned for analysis and a replacement battery cap was shipped to the customer.